Manufacturer narrative:
(B)(4). No sample returned for evaluation. A 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions the product must not be used with flammable anesthetics and to check the system for leakages. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Most likely the defective device happened due to mishandling. Therefore, this complaint could not be confirmed.

Event description:
It was reported that "the 22 mm connector of the tube extension detached from the tube at the welded seam on the tube". No patient injury or harm reported. Patient condition unknown at time of report.